Event description:
Patient's father contacted dexcom technical support on (B)(6)2015 to report a hardware error on 01/03/2015. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and usb connector was dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of hardware failure could not be confirmed.